Manufacturer narrative:
One new list# cl2000s-rc, chemolock¿ w/red cap (lot# 5131546) and three new list# cl2100, chemolock¿ ports (lot# 5054143) were provided and visually inspected. As received, no visible damage or anomalies were identified. No used product was returned. Dry disconnect testing was performed on all four chemolock samples using red dyed water. All chemolock samples met the testing expectations outlined in the product performance specification. Although red water can be seen within the fluid path of the chemolocks, no fluid droplets were noted on the disconnected devices. The reported complaint could not be replicated or confirmed. A device history review (DHR) lot# 5168244 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a chemolock® w/red cap that the customer reported the nurse had just finished her intravenous (IV) push of adriamycin and upon disconnecting she observed a drop of red on cl2100. The nurse used the alcohol swab to wipe the drop off and discarded the device. The device replaced with another without an issue. There was no report of harm.